Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with l4-5-s1 degenerative disk disease. Patient has a history of 2-3 years of low back pain radiating to both buttocks, and bilateral legs causing bilateral leg numbness and tingling. On (B)(6) 2011 the patient was admitted to the hospital and underwent an l4-5, l5-s1 posterior lumbar decompression and interbody fusion using rhbmp-2/acs and depuy instrumentation. There were no noted complications. Patient discharged on (B)(6) 2011. On (B)(6) 2011 the patient presented for follow up. Per the physician¿s notes, the patient has ¿greater than expected low back pain with sclerotomal radiating leg pain.¿ on (B)(6) 2011 the patient presented with back pain. A CT scan of the lumbar spine indicated ¿margins of the thecal sac is not well visualized at the levels of l4 and l5 due to posterior post-surgical epidural fibrosis/granulation tissue.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, the patient has some ongoing back pain. On (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿the patient is actually doing a bit better than expected.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿the patient reports that three times a day his low back will become quite sore and he will have to sit down¿ he has difficulty lying on his back¿ diagnostic x-rays ap and lateral lumbar spine reveal the patient to be status-post l4-5, 5-1 decompression and fusion. Grafts and hardware are in good position. The patient appears to be progressing nicely to the fusion.¿ on (B)(6) 2011 the patient presented to the emergency room with acute on chronic bilateral low back pain. On (B)(6) 2011 a CT lumbar myelogram indicated ¿no significant canal stenosis or disc herniation is identified. At l5-s1 there appears to be mild bilateral bony encroachment upon the exiting neural foramina. Clinical significance is unknown¿¿ on (B)(6) 2011 the patient presented ¿with low back pain radiating into bilateral hips, buttocks, and groin. The patient is status-post 4-5, 5-1 decompression and fusion for discogram positive discogenic low back pain. The patient had been functioning better than he had been preoperatively¿ he, however, is having increasing pain. ¿ there are no signs of nerve impingement¿ patient having some chronic intermittent aggravations for which the patient appears to be having significantly worse aggravation at this time.¿ on (B)(6) 2011 the patient presented to the ER with a left hand laceration.